Event description:
A pt had an infection following the implant of their device. The infection was noted to have been at the location of the lead. The pt was treated with antibiotics. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).